Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the device is showing error message/ will not turn on. There was no of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer has received new information in section b5: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer has received new information in section b7: the patient has pulmonary hypertension, history of atrial or ventricular arrythmia. Section a1, b3, e1, g3, h6 has been changed.